Event description:
Additional information received clarified the device information. Section d is updated with available information.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported system diagnostics determined high impedances. Surgical intervention was undertaken wherein the scs pocket adapter was explanted and replaced which resolved the issue. Reportedly, therapy was restored postoperatively. The patient has competitors lead. Device information is unknown at this time. Based on available information, additional devices may be added at a later date.